Manufacturer narrative:
Lab results: 1. One of the solder terminals had broken off of the flow control valve solenoid. Most likely the two broken contacts maintained intermittent contact producing the observed intermittent "fall to cycle" alarm. 2. Gross observation of the spool valve on the flow control valve reveals: rust, black deposits and scratches any or all of which may have contributed to the sticking of the plunger within the sleeve during operation causing the pip to be erratic.

Event description:
After placing the ventilator on the infant it operated correctly for approximately 15 minutes, when they attempted to increase the peep. The fail to cycle alarm, prolong inspiratory pressure alarm activated and the pressure would stay at 7 to 10 cmh20. The ventilator appeared to try and restart itself, but only repeated the alarm sequence. The infant was then placed on another ventilator without any further problems noted.